Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. Lead fracture was suspected. Programming changes were made. There were no patient consequences, and the patient will continue to be monitored.